Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced hematoma post operatively. It was noted the right atrial (ra) lead dislodged post-operatively and placement difficulty was encountered. The lead was revised but dislodgment re-occurred. The lead was then explanted. No further patient complications have been reported as a result of this event.